Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, mitraclip opened during established final arm angle (efaa) and procedure was repeated and the device was replaced as physician expressed the concern. All steps were performed as per IFU. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.